Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -11.50 into the patient's right eye (od) on (B)(6) 2024. Intraoperatively the lens was removed due to the lens implanted upside down and blurred vision. There was patient contact but no patient injury. On (B)(6) 2024 a replacement lens of the same model/length was implanted. Reportedly, "corneal edema following surgery." The problem was resolved. The cause of the event was reported as a patient-related factor. It is unknown if the device failed to perform as intended.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).